Manufacturer narrative:
H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2025, this patient underwent an endovascular treatment for thoracic (arch) aortic aneurysm using gore® tag® conformable thoracic stent graft with active control system (ctag ac), gore® dryseal flex introducer sheath and gore® tri-lobe balloon catheter. Total arch replacement was also performed simultaneously. The ctag ac devices were delivered in antegrade manner over a pull-through guidewire from the thoracic aorta to the left femoral artery. Two ctag acs were successfully deployed. After closure of the surgical incision, impairment blood flow in the right lower limb was found. Thrombectomy with fogarty catheter was performed and the blood flow was restored. The patient tolerated the procedure. The reporting physician commented as follows: micro thrombus dislodgement during the procedure was a possibility. The timing of thrombus dislodgement was unknown (insertion of guidewire, sheath, or devices, or anastomosis).